Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump seemed to be not working correctly. The customer's blood glucose was 423 mg/dl at the time of incident. The customer's blood glucose was 423 mg/dl at the time of call. The customer stated that they tried to deliver insulin with the insulin pump to treat the high blood glucose. The customer stated that they were nauseous and vomiting. The customer stated that they were unable to troubleshoot at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.